Manufacturer narrative:
Manufacturer ref: (B)(4). The device was received and evaluated by baxter. The reported system was confirmed and reproduced. The evaluation confirmed reported symptom of "system error 105" caused by a dislodged q20 from the input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
It was reported that a device displayed system error 105. It was also reported that there was no patient involvement.